Event description:
It was reported that a patient presented to clinic for follow-up, device interrogation revealed intermittent under-sensing on their pacemaker (pm). No changes or intervention was performed. The patient condition was stable.